Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the device was attempted to be implanted. During the procedure, the delivery system screw gear broke when the deployment of the stent graft was beginning. The stent graft was partially deployed prior to the screw gear breaking. The delivery system with stent graft was removed without difficulty or injury to the patient. Another device was used to successfully complete the procedure. Evaluation summary: the slider was retracted 29mm. There was a 25mm gap between the tip and the graft cover. There were seven kinks and bends on the sheath at 8.7cm and 42-52cm from the edge of the graft cover. The kinks are mostly likely due to the return packaging and shipping. There was breakage damage at two locations on the screw gear at the backend. The screw gear was broken at the backend. The damage most likely occurred due to user handling.

Manufacturer narrative:
(B)(4).